Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: occupation: practice lead. The actual sample was not available for our evaluation hence we could not determine the details of its actual condition. Instead, reference photo from tmc showed a sg3 safety needle connected to a non-terumo syringe wherein the cannula was observed bending out of the sheath. It cannot be confirmed through the photo whether the cannula was captured by the sheath tooth. We have received seven (7) complaints covering fy21 to september 23, 2022, related to this issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. As stated on the complaint details, the user initially used the bed of the exam table to activate the safety sheath which is not hard surface. Most likely, the sheath did not fully activate that have caused needle bent outside of the sheath. It is stated on the instruction for use that the activation must be done with a one-handed technique using the three methods: finger, thumb, and hard surface. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no bending of the cannula or any irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. We have a series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior to shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. Therefore, we advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent cautions and precautions are also included. (B)(4).

Event description:
The user facility reported that the involved needle safety malfunction, the needle bent outside of the sheath. No needle stick was incurred and no injury as a result. The needle was attached to a prefill syringe. The event occurred post-treatment. Medical or surgical intervention was not required. Additional information was received on 15 sept 2022: it was reported that the needle did not go into the locked position fully vs bent. The nurse did not recall if the needle was bent or not fully hooked under the safety. The bending of needle happened post injection. They were able to complete the injection as intended for the patient. Method of activation was on a hard surface. Initially the bed of the exam table was used which was not as hard as the counter. Patient condition was stable. The edge of the exam table was used to close, but the usual click was not heard. Therefore, the user took a closer look and tried it again however the needle was still sticking out. The user used the same amount of force as she typically would to close.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual sample was not available for evaluation hence we cannot provide the details of its actual condition. Instead, fifteen(15) unused same lot sample pieces were received. The samples were visually in good condition and confirmed free from defects that may lead to the complaint.